Event description:
A malfunction alarm identified as malf 12 occurred, and fortunately, there was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, as there had been no prior report or reset for this issue within 24 hours. After the pump reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any malfunction code reappeared.